Event description:
This event was reported to the manufacturer by the patient's location of purchase as reported to them by patient. Additional information has been provided by the patient directly, however, as of the date of this report, available information regarding the event remains limited. According to the available details, the patient reports they developed a hordeolum (stye) in the left eye (os) which progressed into an unspecified infection and led them to seek medical attention at (B)(6) hospital. Per information provided by the patient, they were seen on (B)(6) and diagnosed with the hordeolum of the left upper eyelid and was prescribed erythromycin (romycin) and sulfamethoxazole-trimethoprim (bactrim ds). The patient was advised to follow-up 1-2 days, or sooner if condition or symptoms worsened. The patient was seen again at (B)(6) on (B)(6) related to the hordeolum but no further details of the visit, including change in condition or treatment were provided. The patient was advised at this visit to see an ophthalmologist for follow-up in 2-3 days. The patient reports they were seen by an ophthalmologist, however, as of the date of this report no additional details have been provided. Good faith efforts have been made to obtain further information without success. As of the date of report, additional information is unknown. This event is being reported in an abundance of caution due to the unknown type, severity, or location of the reported infection, with lack of medical information and unknown patient outcome, and the potential for serious or permanent injury, or medical interventions or medications required to prevent such an occurrence, associated with some types of eye infection events. Should additional information become available, coopervision will complete additional investigations and submit a follow-up report as appropriate.

Manufacturer narrative:
Device sample returned and analyzed. All device parameters were within expected values. Record review found no issues, nonconformances, or trends. No root cause can be established, the relationship between the coopervision device and the incident is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.